Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from under the platform. The following information was provided by the initial reporter: incidents happened both (B)(6) and (B)(6) and after the IV was initiated it was noted to be leaking from under the platform, requiring the device to be removed and restarted.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2353907, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed two different packages. One package was for a 24 gauge nexiva unit from the reported lot and the other was for a 22 gauge nexiva device. As this report was for a 24 gauge nexiva unit it will be evaluated in this investigation. Upon inspecting the photographed unit, the engineer could not identify any defects. There appeared to be no signs of leakage or damage to the unit that could have caused leakage. Therefore, based off the provided photo the engineer unable to verify the reported defect. Since no defects were identified in the provided photos the engineer could not determine a definitive root cause.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked from under the platform. The following information was provided by the initial reporter: incidents happened both (B)(6) and (B)(6), and after the IV was initiated it was noted to be leaking from under the platform, requiring the device to be removed and restarted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.